Manufacturer narrative:
Evaluation of the returned handle could not confirm the reported compliant. During functional testing, the handle was tested with a handle test fixture and performed within specification. The handle was able to detach a demonstration pod pc without an issue. Penumbra handles are visually inspected and functionally tested during incoming inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2021-01883.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a ruby coil detachment handle (handle), pod packing coils (pod pcs), and a non-penumbra microcatheter. During the procedure, the physician made three attempts to detach the first pod pc with the handle without success. The pod pc was detached manually and the handle was no longer used in the procedure. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.